Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she felt a bad shock on (B)(6) 2016. Stimulation was on and the patient was just sitting and watching television. The patient turned stim off, she had to take a tylenol 3 and lay down and the pain did not go away for 2 hours. The shock was noted to be sudden and was at the implantable neurostimulator site. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know the circumstances that led to the painful shocking sensation and the steps taken to resolve the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the consumer reported the physician had reprogrammed the device to enable the patient to use lower stimulation settings on (B)(6) 2016. The patient was unsure why this occurred while the patient was sitting. It was noted "the severe and painful shock came from 'battery site'. Not at nerve site." The patient had just been sitting on the sofa, as previously reported, and the pain radiated down from the unit. It was very painful. It was indicated there was nothing the physician could do regarding the battery unit causing the shock. The patient may need a replacement if the issue was persistent. He was grateful for the device and it had improved his quality of life tremendously, about 80-90% improvement on bowel and urine ("gushes") control. It was noted the patient no longer needed to wear a large heavy pad 24/7 for bladder or bowel leakage. The patient had suffered for 4 years after a botched vaginal life and rectal repair (which created these problems) before getting the implant. Two weeks later, it was indicated it was working great after reprogramming.